Event description:
The customer stated the lower section of the display is blank. A secondary finding not related to the complaint was that the device would initialize using a battery but not using auxiliary power. No pt involvement.

Manufacturer narrative:
MFR's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed and caused by the display. Replacement of the display resolved the issue. A secondary finding not related to the complaint was that the device would initialized using a battery but not using auxiliary power. The cause of this failure was due to multiple damaged components on the power supply circuit board that show indications of a short circuit. Cause of the damage cannot be identified to the component level due to the damage. Visual inspection identified that two securing screws, and the chassis seal were missing, and multiple internal cables were no longer routed in the appropriate locations. Replacement of the display and power supply circuit board resolved the issues. Upon completion of repairs, the device passed release testing and returned to the customer.